Manufacturer narrative:
Continuation of d11: product ID 3708240 lot# serial#(B)(6), implanted: (B)(6) 2007,explanted: (B)(6) 2007, product type extension product ID 3487a-56 lot# j0504304v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2007,product type lead product ID 3487a-56 lot# j0504304v serial# implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3708240, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: extension; product ID: 3487a-56, lot# j0504304v, implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: lead; product ID: 3487a-56, lot# j0504304v, implanted: (B)(6) 2005, explanted:(B)(6) 2020, product type: lead. H3. Analysis of the extension found no anomaly. Analysis of lead with serial number (B)(6) found that conductor #1 broken at the #1 connector weld site 1.2 centimeters from proximal end of the lead. All conductors are broken 20.5 centimeters form the distal end. Lead with serial number (B)(6) had all conductors are broken 20 centimeters from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp and patient had increased in pain and leads were explanted. It was stated that it was possibly related to therapy and device and not related to the implant procedure. Resolved without sequelae (B)(6) 2020. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: extension. Product ID: 3487a-56, lot# :j0504304v, implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: lead, product ID: 3487a-56, lot# j0504304v, implanted: 2005, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3708240, serial/lot #: (B)(4), ubd: 04-apr-2010, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: j0504304v, ubd: 18-jan-2009, UDI#: (B)(4) ; product ID: 3487a-56, serial/lot #: j0504304v, ubd: 18-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there were high impedances with the old leads and extensions. The cervical leads were unable to be used. The leads were explanted and replaced. The rep tried to reprogram around the impedances but no relief. There were no factors that could have contributed to the issue. The issue was resolved.